Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. A btg medic reviewed the information available as follows: pancreatitis is a known adverse event associated with dc bead administration procedures and is listed in our IFU and risk management documentation. Death is also listed as a possible treatment related outcome. The pancreatitis is not related to dc bead administration due to the delay of occurrence. Death is not related to dc bead and is probably caused by disease progression and pancreatitis. A review of the DHR was not possible as it was not possible to obtain the lot number. The device remains implanted in the patient and cannot be returned; therefore no analysis was possible. Should we receive any further information to complete our investigations, the record will be reopened and further investigations will be performed. No device malfunction has been identified and no corrective and preventive action (CAPA) plan has been identified as a result of this investigations. At this time no information is available to confirm or deny the alleged event, pancreatitis is an anticipated event associated with tace procedure and is listed in our IFU/risk management documentation, however without further information it is not possible to identify any causal link between the reported event and the device.

Event description:
Date unknown: a male patient in his 60s with hepatocellular carcinoma (hcc) received tace using dc beads. On (B)(6) 2018: symptoms of pancreatitis occurred three months after tace using dc beads. On (B)(6) 2018: the subject eventually died due to pancreatitis. Physician's comment as below: the patient with hcc received tace using dc beads, and died due to pancreatitis after a while. Although dc beads was considered unlikely to be the cause of death, the causality could not be ruled out. While dc beads was considered to be unrelated to the onset of the event, its involvement could not be completely ruled out. The patient's general condition had been poor. Causality assessment between dc beads and death: unknown. Cause of death: pancreatitis. Additional information received on jan/29/2019: physician's comment as below: pancreatitis was considered unlikely to be caused by dc beads.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. A btg medic reviewed the information available as follows: pancreatitis is a serious known adverse event associated with dc bead administration procedures and is listed in our IFU and risk management documentation. Death is also listed as a possible treatment related outcome. The pancreatitis is very unlikely related to dc bead administration due to the delay of occurrence. Death is not related to dc bead and is probably caused by disease progression and pancreatitis. A review of the DHR was not possible as it was not possible to obtain the lot number. The device remains implanted in the patient and cannot be returned; therefore, no analysis was possible. Should we receive any further information to complete our investigations, the record will be reopened and further investigations will be performed. No device malfunction has been identified and no corrective and preventive action (CAPA) plan has been identified as a result of this investigations. Follow up information is not possible as the reporting physician has declined our requests. At this time no information is available to confirm or deny the alleged event. Pancreatitis is an anticipated event associated with tace procedure and is listed in our IFU/risk management documentation; however, without further information it is not possible to identify any causal link between the reported event and the device. At this time this report is considered final.

Event description:
Date unknown: a male patient in his 60s with hepatocellular carcinoma (hcc) received tace using dc beads. On (B)(6) 2018: symptoms of pancreatitis occurred three months after tace using dc beads. On (B)(6) 2018: the subject eventually died due to pancreatitis. Physician's comment as below: the patient with hcc received tace using dc beads, and died due to pancreatitis after a while. Although dc beads was considered unlikely to be the cause of death, the causality could not be ruled out. While dc beads was considered to be unrelated to the onset of the event, its involvement could not be completely ruled out. The patient's general condition had been poor. Causality assessment between dc beads and death: unknown. Cause of death: pancreatitis.